Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were recommended but not made. The patient was stable.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes due to post-paced twave oversensing was observed on a remote transmission. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable.